Event description:
This rv lead was capped due to an abrupt rise in thresholds and failure to capture at max output. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.